Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was damaged. The specific type of damage was not reported. This was noted before use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was received with holes in the primary packaging. There was no damage noted with any of the other shipping containers or packages. Should additional relevant information become available, a supplemental report will be submitted.